Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog # 00599403220, nexgen lcck articular surface, lot # 60259619. Catalog # 00599003501, prs augment block post, lot # 60267713. Catalog # 00599003510, prc augment block, lot # 60277787. Catalog # 00598801016, nexgen stem implant, lot # 60269672. Catalog # 00599003501, prc augment block, lot # 60260730. Catalog # 00598802013, nexgen offset stem, lot # 60238286. Catalog # 00598003701, nexgen stemmed tibial component, lot # 60189295, manufactured by: zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to an instability issue. Upon opening the patient, there was found to be significant scar tissue, metal debris, and effusion. Lab tests revealed an infected joint and all components were removed. It was noted that the femoral stem had broken free from the femoral component causing the metal debris and tissue blackening. The patient currently has an antibiotic spacer.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. A product history search was completed and found no similar complaints for the related part and lot number combination. This device is used for treatment surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The zimmer nexgen lcck surgical technique states to "check to ensure that the set screws have not migrated or fallen into the femoral stem base taper prior to inserting the stem" and "the stem extension should be 'snug' in the femoral component base. If toggle exists, back out one or both of the set screws one half turn and when a 'snug fit' is achieved, wrap the femoral component in a cloth and place it on a surgical cart." The surgical continues to state "while protecting the stem extension, strike it solidly one time with a two pound mallet" and it also states "caution: hitting the stem more than once may loosen the taper connection." Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10^-6 or better. Therefore, it is highly unlikely that the specified devices caused any patient infection. A definitive root cause cannot be determined with the information provided.